Event description:
The customer reported via phone call that she treated her low blood glucose of 28 mg/dl but it later went up to 475 mg/dl. Her blood glucose level would not come down. She had two seizures and her husband had to revive her with a glucagon shot. The customer was feeling hot due to her high blood glucose. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.